Event description:
A malfunction alarm was reported by the customer, tiffany williams-rudolph, indicating the pump was no longer operational due to a specific code issue. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome or actions taken from this event.